Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient¿s cgm was reading 188 mg/dl, and the bg meter was reading 34 mg/dl. The patient lost consciousness and was unresponsive. The patient was treated with sugar and jelly packets. It was not specified who provided the patient with this treatment. It was also not specified when the patient regained consciousness during this event. There was no documentation that the patient sought assistance from a higher level of care. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.